Manufacturer narrative:
Product event summary:the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went to early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.